Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle through catheter. The following information was provided by the initial reporter: I was made aware that we have a box of item number 381423 bd insyte autoguard IV caths 22g x 1" where the needle has pierced the IV cath. Are you able to provide the date of the event? (B)(6) 2023. Was there any patient impact or patient involvement? Yes, blown veins, had to stick numerous times due to the defective needles/caths. Did you experience any adverse events as a result of this reported defect? Above. If no products are able to be sent, if possible, please provide picture/video of issue? The catheter got stuck on the needle on multiple occasions and resulted in blown veins and pierced catheters.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-mar-2023. Our quality engineer inspected the representative samples submitted for evaluation. Bd received 91 22gx1.9 in insyte autoguard devices from lot number 2216568. The initial inspection did not display any physical damage to any of the units. A sampling of 8 units were tested for catheter tip damage as the report stated the needle pierced the catheter. The samples did not display the needle piercing through the catheter wall. The lie distance was measured where 5 of the 8 units were not in specification. This may result in increase in catheter force penetration. During manufacturing, an incorrect lie distance may be out of specification due to an incorrect equipment setting. Operators performed vision inspection per the quality control plan and there is a 100% lie distance verification at the lie distance vision inspection to mitigate the occurrence of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced needle through catheter. The following information was provided by the initial reporter: I was made aware that we have a box of item number 381423 bd insyte autoguard IV caths 22g x 1" where the needle has pierced the IV cath. Are you able to provide the date of the event? 2/16/23. Was there any patient impact or patient involvement? Yes, blown veins, had to stick numerous times due to the defective needles/caths did you experience any adverse events as a result of this reported defect? Above: if no products are able to be sent, if possible, please provide picture/video of issue? The catheter got stuck on the needle on multiple occasions and resulted in blown veins and pierced catheters.